Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 438 mg/dl. The customer stated was admitted in the hospital. The customer had a high blood glucose reading and she did not know where she was at during that moment. The customer stated she threw up, felt sick, could not get around because of the high blood glucose level and was kind of blind. The customer got better and went out but after being out she felt sick again and her husband took her back to the hospital. The customer was given insulin in the emergency room. The customer was wearing the insulin pump during hospitalization. There was a troubleshoot performed for the insulin pump and the insulin pump passed. The product was not returned for analysis.